Event description:
My doctor performed a vein procedure using venaseal. A medtronic product. One month later the area treated turned red one and a half months after that ulcers developed coming from inside out and spitting out the glue six months from the date of that procedure. I had to have a vein stripping surgery now it is one year later, and I still have open wounds and scars from ankle to mid thigh. A severe reaction to the glue in the product I have seen some other people postings of similar reactions. This had a great impact on my life I had just completed breast surgery from breast cancer in september. I have not been able to work since this procedure was done. I have been trying to get representation for products liability. From my research I have found that medtronics vein closure procedure is similar to some other manufacturers, but the amount of the glue is different and has more success of not exiting the body I have given medtronic notification and they don't seem to have any interest in correcting this issue compensating for the pain and suffering and losses incurred please address this so others don't go through what I have had to go through. I can be reached at (B)(6). I am happy to assist with getting this product off of the market.